Event description:
Reportable based on device analysis completed on 25-oct-2018 it was reported that the coil became stuck in the microcatheter. A 22mmx 60cm interlock was selected for use. During procedure, it was noted that the coil became stuck in the middle part of the 2.2fr non-bsc microcatheter and could not be delivered. The coil was then withdrawn out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a detached coil interlocking arm and missing coil fiber bundles. The device was returned for analysis. The unit returned is stuck inside of the non-bsc catheter as part of overall visual revision. The pusher wire and introducer sheath were not returned. The coil was easily removed from the catheter, no resistance was felt. The coil was stretched and the interlocking arm was detached and it was not returned; the fiber bundles showed dry blood residues. No more damages were found in the device. Microscopic inspection of the coil was performed and revealed that the zap tip has a smooth surface. The coil was stretched and the interlocking arm was detached and it was not returned. Dimensional inspection of the main coil was performed and revealed that the outer diameter (od) od the zap tip and od of primary coil were within specifications; however, there were lacking 4 coil fiber bundles.